Manufacturer narrative:
(B)(4).

Event description:
This ra lead had high impedances and no capture at max outputs. The physician opened the pocket and found that the pin had pulled out of the device header. After the pin was attached, lead measurements were in range again. This lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.